Event description:
Pump reported to be set up at 42 ml/hr with a 1000 ml bag of 5fu. Minutes later, the nurse heard a grinding noise coming from the pump. The nurse inspected the setup and found the drip rate flowing at a much faster rate than expected. The pump was swapped out and the therapy continued. No pt injury resulted.